Event description:
On (B)(6) 2014, the reporter contacted animas alleging that display screen was dimming 30 seconds prior to the display time out set. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings:the pump was returned with the display timeout setting on advanced setup screen 4 set to 15 seconds. A test was performed with the display timeout setting set to 15 seconds; no keypad button presses were made. The pump correctly timed out after the 15 seconds set value. The display timeout feature was found to be functioning accurately. The complaint could not be duplicated.